Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed mild swelling, redness, bumps, and tight banding in the left axilla. At 14 days post miradry treatment, the patient went to an urgent care for cold/flu-like symptoms and facial swelling which were unrelated to the miradry treatment. She showed her underarm to the urgent care physician but he was not familiar with miradry and could not offer any suggestions. 5 day medrol dose pack was prescribed. At 34 days post-treatment, the treating clinic confirmed the patient was improving.